Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, "failed (rate accuracy) was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 20ml for a 30mins. Run time. The delivered amount was 21.166 and the error percentage was at 5.83%. The event history log (ehl) review was performed of the last days of customer use and revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. Travel pressure plate requires adjustment as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed rate accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.